Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 60 mg/dl at the time of the incident. Customer stated the other blood glucose value was 75 mg/dl, 105 mg/dl. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer reported the self test was not performed. The insulin pump will not be returned for analysis.